Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass procedure, the stapler was able to fire but the anvil was bent so it could not come out of the trocar right away. The doctor had to turn it counter clockwise to get it to fit inside the trocar. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the loading unit was fully applied. The anvil clamping mechanism was deformed. The anvil was bowed. The knife bar assembly was buckled. The tissue stop on the right side of the loading unit was peeled back towards the distal end. Functionally, the loading unit was loaded into a post market vigilance(pmv) instrument. The interlock was overridden and the loading unit was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. Replication of the bowed anvil, buckled knife bar assembly, and deformed anvil clamping feature may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Damage to the anvil by any of the previously mentioned methods may cause the tissue stops to begin to flare outwards as the anvil deforms. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.